Event description:
It was reported that during the implant of a transcatheter pulmonary valve, pulmonary hemorrhage was observed due to bleeding from the upper lobe branch of the left pulmonary artery. Subsequently, a balloon angioplasty was performed to achieve hemostasis.

Manufacturer narrative:
Continuation of d10: product ID {harmony-25}; product lot/serial number {(B)(6)}; product type: {0195-heartvalves}; implant date {(B)(6) 2025}; explant date {n/a} select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of a transcatheter pulmonary valve, pulmonary hemorrhage was observed due to bleeding from the upper lobe branch of the left pulmonary artery (lpa). Subsequently, a balloon angioplasty was performed to achieve hemostasis. Additional information was received that per the physician, the bleeding resulted from intra-operative vascular damage that occurred due to the non-medtronic (radifocus 0.035 inch) guidewire. No clear perforation was found on contrast, and a dissection of the blood vessel was presumed. It was reported to be very difficult to bring the balloon into the lpa, and the physician considered the injury occurred when the guidewire was advanced quite deeply. The physician did not attribute the injury to the valve or delivery catheter system (dcs) but considered patient anatomy a contributing factor as the patient had a bt shunt (no shunt blood flow) and the lpa was suspended, twisted and with hypoplasia. Therefore, the guidewire could not be inserted into the left lower lobe branch, and it was necessary to proceed with the balloon while maintaining it in the left upper lobe branch. The hypoplastic lpa had no depth, and it was difficult to insert the guidewire deeply. Since the balloon did not advance in that state, the guidewire was pushed all the way to the depths. The physician speculated that the blood vessel may have been injured at that time.

Manufacturer narrative:
Updated: b2, b5, b7, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h2 h3 h6 image review: a complete set of intraprocedural fluoroscopic cine images were reviewed in relation to the event described above. The patient¿s fit analysis was available, permitting complete anatomical assessment. The left pulmonary artery appeared to have very challenging anatomy. In this case, the right pulmonary artery was selected for the guidewire position, and the harmony transcatheter pulmonary valve (tpv®) was implanted according to the instructions for use (IFU). After the implant, a valvuloplasty was planned therefore the stiff guidewire was exchanged for a standard guidewire and advanced to the left pulmonary artery which required multiple attempts. Eventually, the guidewire was successfully advanced, and balloon dilatations could be performed multiple times in a progressive fashion. As stated in the event description, there are no clear signs of a perforation visible on fluoroscopy. However, it was reported that a dissection was suspected and balloon dilatations were performed to mitigate the bleeding. Evidence suggests that the guidewire could have contributed to the injury. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.